Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed noise with oversensing, resulting in pacing inhibition. Asystole was not observed. Additionally, rv pacing impedance measurements were greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure.